Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) the test shock was not completed successfully. Ventricular fibrillation (vf) was intentionally induced. However, the vf could not be terminated two times while delivering insufficient shock energy and high voltage lead low impedance values. Therefore, the patient was externally shocked multiple times and returned to appropriate sinus rhythm. The patient was transferred to a different facility for additional evaluation. The competitor leads were removed and the issue was resolved. The ICD remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Competitor atrial lead implanted: unknown; competitor rv/svc lead implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.